Event description:
It was reported that this patient presented to the hospital with slow ventricular tachycardia (vt) that was functionally under-sensed due to the device's programmed therapy zones. Additionally, the physician noted pacemaker-mediated tachycardia (pmt) events. The device data was forwarded to boston scientific technical services (ts) for review and it was discussed that there was evidence of loss of left ventricular (lv) capture. It was recommended that a complete assessment should be performed to recreate the rhythm morphologies noted during the vt and pmt events. At this time, the device remains implanted and the patient was stable.